Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working from an unknown alert message occurred. The sensor was inserted into an unknown insertion site on an unknown insertion date. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of the transmitter stopped working from an unknown alert message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.